Manufacturer narrative:
H.6. Investigation summary one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial out of center. This can result in the protector not securely connecting to the vial. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. When used in a slow and consistent manor, the m12 assembly fixture can help ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. This was discovered during use. The following information was provided by the initial reporter: hcp connected the vial with the assembly fixture. Customer placed the vial upside-down. When drawing chemo(mitoxantrone) , it leaked from between the protector and the vial.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked. This was discovered during use. The following information was provided by the initial reporter: hcp connected the vial with the assembly fixture. Customer placed the vial upside-down. When drawing chemo (mitoxantrone) , it leaked from between the protector and the vial.